Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet touchscreen developed a large slanted crack with branching fractures while on the user¿s person, after which the screen became nonfunctional and could not be unlocked; the problem involved a fracture of the touchscreen component and the device otherwise remained powered but unusable. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and no injury was reported. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related issue consistent with a cracked touchscreen, aligning with a device fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.